Event description:
Hold for vm information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 2000 micrograms/ml at a dose of 223 g/day via an implantable pump. The patient was also taking baclofen and diapam 10 mg. It was reported that the patient experienced occasionally increasing spasticity. When asked if there was any environmental/external/patient factors that may have led or contributed to the issue, it was stated that a traffic accident in (B)(6) 2012 resulted in a c7 fracture-dislocation, leaving the patient with lower-limb paresis, neurogenic bladder and bowel dysfunction. In the autumn of 2014, due to severe spasticity in the lower limbs and trunk, a baclofen pump was implanted by the neurosurgery department. It was stated that the patient had experienced a significant benefit from this. Heterotopic ossification developed in the left hip area and the heterotopic ossification was resected (partial resection in 2014, and the condition had since stabilized. It was stated that the condition remained stable until (B)(6) 2025, when without any apparent cause (no infection, pain or bowel/bladder dysfunction), spasticity began to increase markedly. Initially, there were even symptoms resembling withdrawal. The situation stabilized after a 10% dose increase. The status during the morning and day was "borderline", but evenings and nights were difficult. Baclofen and diapam (10 mg) was used to manage at those times. Around may day, the spasticity disappeared completely for no apparent reason, only to return a month later. It was not extremely severe but was notable during the evening and night. Daytime status was okay, though muscle tone was clearly elevated. On june 4, the patient arrived for an early pump refill. The residual volume was within the normal range. Following the doctor's instructions, the patient received a 50 ug bolus and was admitted to the ward for monitoring. During monitoring, the spasticity eased over a four-hour period but returned later in the afternoon. The patient was discharged that evening. The condition remained relatively good for a week or two, after which afternoon spasticity began to increase. Mornings remained normal, but body tension began to rise as early as 1:00 pm and worsened towards the evening. This pattern continued until (B)(6) 2025, when the condition began to deteriorate. The dose was increased in (B)(6) 2025. Another increase followed in (B)(6) 2025, by which time the spasticity had become constant (manifesting as continuous jerking/twitching), although imaging studies were still pending. The dose was increased again in (B)(6) 2025. When asked if the situation improved after the procedure, it was stated that when the catheter and pump were replaced, the condition stabilized immediately, even though the dosage was significantly reduced from 317 to 200 ug/day; however, the dosage was subsequently increased and was now 223 ug/day. Actions/interventions taken included a urologist investigating the bladder with no explanatory findings. A repeat imaging of the thoracic spine, lumbar spine and pelvis was performed in late 2025 with no explanatory findings. The cervical spine was alsoimaged. Finally, a whole-body computed tomography (CT) scan showed no explanatory findings. There was no infection, no pain and no bowel or bladder dysfunction. The issue was resolved at the time of the report. Additional information received indicated that the implant date of the 8781 catheter was (B)(6) 2014 as that was then the patient got their first pump.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0207086457, implanted: (B)(6) 2014, explanted: (B)(6) 2026, product type catheter product ID: 8784, lot# 0221137134, implanted: (B)(6) 2021, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 22-may-2015, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 28-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.